Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of the bunched sheath was confirmed, but the allegation of the image being extremely off was not confirmed. Additional issues were identified during the device evaluation: the bending section cover was lifted with scratches, the bending section was smashed, the sheath was bunched due to that smashed bending section, and the "up" angulation was low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a diagnostic tracheostomy procedure while using the evis exera iii bronchovideoscope the surgeon had difficulty advancing the scope, despite the use of a swivel adapter and plenty of lubricant. The device was torqued unnaturally intraoperatively, but a clear image remained. Once the device was removed from the patient, the bending section's sheath was found to be bunched up distally. The intended procedure was completed with another scope that was nearby, and there was no delay to the procedure. There were no reports of patient harm or injury associated with this event. A leak test was performed, but no leak was found. Manual brushing was achieved without difficulty. The customer had already planned to send out the scope for repair to inspect the sheath, but before packaging, it was later found that the image was extremely off. The fiber optics were broken.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction. G2 was incorrectly filled out as canada as this should have been USA. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damage the fiber optics is misalignment/kink/breakage of charge-coupled device cable caused by stress applied to the bending section, internal circuit board failure, or failure in the connector. The event can be prevented by following the instructions for use which state: ¿operation manual: important information ¿ please read before use: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: - do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. - before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.